Event description:
Event description cpi received information that the atrial electrograms were flat and no atrial sense markers were noted. The atrial impedance measurements are within normal limits. Therefore, the physician suspects the atrial lead may have become dislodged.